Manufacturer narrative:
The photo investigation details: pictures were received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the pictures provided by the customer, the preferences screen for the carto 3 system can be observed; however, this picture does not provide sufficient information related to the adverse event reported by the customer. The other picture shows the results post-ablation on the generator screen; however, this picture does not provided sufficient information related to the adverse event reported by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and suffered a cardiac tamponade which required draining and prolonged hospitalization. At the end of an afib ablation procedure with a thermocool smarttouch sf catheter, the patient experienced blood pressure dropped to 6 due to tamponade treated with draining. The procedure was already completed successfully. The patient was monitored until (B)(6) 2025. Additional information was received on 20-aug-2025. The physician¿s opinion on the cause of this adverse event was that it is more likely the transseptal puncture. Intervention provided was for an atrial fibrillation. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization for a week under observation. The procedural act was >300. At least 3 times the catheters were exchanged during the procedure. Two transseptal puncture sites were performed during the procedure. The number of performed ablation was 160 with rf energy. 32 ablations were performed within the pulmonary veins, and 46 ablations were performed outside the pulmonary veins. Force visualization features used were graph, dashboard, vector, and visitag. No other filter was used for visitag. Color options used prospectively were other: ablation index: 450 anterior and 380 posterior. Confirmation was received that the cardiac tamponade occurred during the ablation procedure. Smartablate was being used. No issue on the device reported. Additional information was received on 26-aug-2025. The initial report was the day the event occurred, so at this time that was the initial information provided to our representative. One week later when our representative came back to the hospital and asked about this patient, the physician indicated that the patient stayed 1 week under surveillance to be sure everything was okay, and no further details about why one week. Additional clarification was that the blood pressure drop occurred at the end of the case.